Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are new to this insulin pump have been experiencing high blood glucose readings all day. Customer mentioned that they have been hospitalized for high blood glucose reading with the previous insulin pump. Customer's current blood glucose reading was noted to be 483 mg/dl. Customer has treated with an emergency injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles and a bent cannula were noted during troubleshooting. Product is not being returned for analysis.